Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable.

Event description:
It was reported that the nitinol hydrophilic wire guide came out from the main part during the nephrostomy insertion procedure. It was further noted that the wire guide core separated from its cover layer. A section of this did not remain inside the patient¿s body. The patient did not experience any adverse effects due to this occurrence.